Event description:
It was reported that during a cholecystectomy procedure, the generator stated to replace device. The device stopped working mid-case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: v7006n. Additional information was requested and the following was obtained: an internal rapid response call was held to discuss the replace instrument errors. The reps indicated that the affected surgeon is a bariatric doctor who does about 150 procedures a year, 50 are gastric bypasses. He uses the 1100 for bypasses. He originally used the hdi but moved to the 1100. The surgeon does not cut through staple lines or doing things out of the ordinary. He has been getting the ¿replace instrument¿ errors mid-way to earlier in the procedure. The trouble shooting intra-op includes cleaning the device when prompted by the generator and when the device is placed back into the patient, the surgeon gets the ¿replace instrument¿ error. The team walked through what these screens mean in reference to the condition of the device and blade. Also went through how the ace+7 is different from the 1100. It was communicated that the surgeon should not touch the uterine manipulator or anything harder than titanium when using the 1100, otherwise it could cause damage to the blade. The following information was requested, but unavailable: can it be confirmed if the blade tip was present for the entire use of the defective device? Were active blade fragments generated? If yes, were they removed easily without additional intervention? Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.